Event description:
The resident was being transferred from the commode to her wheel chair. They approached the wheel chair from the right. The staff lifted the resident's right leg over the side of the wheel chair arm. While lifting the leg of the resident, it made contact with the clip, displacing it from its position. When the leg was let go by the staff, the resident slipped out the right side and fell about 12 inches into her chair. MFR #9681684-2013-00092.